Manufacturer narrative:
Concomitant medical products: 4524-45, lead, implanted: (B)(6) 2001.

Event description:
It was reported that both the atrial and the right ventricular leads had low bipolar impedance after a polarity switch on both leads. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.